Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by fluid discoloration in the drainage bag. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with amikacin injection (100mg, ongoing) and fluconazole tab (150mg, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.